Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number: 3003306248-2021-00544. It was reported that the flow dropped to zero but speed was maintained. There was an audible and visual alarm. The centrimag system was on a patient and malfunctioned. While in the operating room, the flow went to 0 lpm but the speed (rpms) maintained. Nobody in the operating room was manipulating the system and nothing hit it. Everything was pretty stationary and they were just waiting for the doctor to get the room. An emergency change out was performed. The old circuit was rigged up with the same oxygenator and pump and added some saline and ran it. No clots were seen. The vad team believed the centrimag caused the issue since the motor drive didn¿t fail. The patient was doing well. After the event, the vad team was able to get him on the back up system and stabilize for surgery and then the patient was taken off after that.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s flow dropping to 0 lpm was confirmed. A log file was extracted from the returned centrimag console (serial number (B)(6) , evaluated separately) and was reviewed. On 21jan2021, the system was operating around the set speed of ~3700 rpm / 0.3 lpm. At 9:37 on this date, an f3: flow below minimum alarm was observed, and the patient¿s flow values were observed to drop to ~0 lpm, although the pump¿s rpm was unaffected. The patient¿s set speed was changed multiple times within the next few minutes; however, the f3 alarm continued to reactivate after being cleared. From 9:46 ¿ 9:47, the pump was observed to have been disconnected and reconnected; however, flow reading remained blank after the reconnection. The system was observed to be shutdown at 9:52, then was put back into patient use at 11:49 of the same day. During this time, the system operated around the set speed of ~3700 rpm with flow readings of ~0.47 lpm. The returned centrimag motor (serial number (B)(6) ) was functionally tested at the service depot alongside the returned console and thoratec flow probe, as well as known working test equipment, and was found to perform as intended. Atypical events were unable to be reproduced throughout testing. The serviced motor was returned to the customer site after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual section 4-"warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10-"emergency / troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1-"appendix I - primary console alarms and alerts" contains a list of console alarms and alerts, including alarms related to flow and pressure conditions, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.